Event description:
Reportedly, the tablet is frozen.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed : - no frozen screen was observed - connection to pacemaker in bluetooth was successful.

Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal functioning was observed. No further analysis can be performed without detailed information on the event (as the event date and the interrogated implant device during the screen freeze) the subject tablet followed the normal repair workflow. The complaint will be reopened should any new relevant information be provided in the future.

Event description:
Reportedly, the tablet is frozen.

Event description:
Reportedly, the tablet is frozen.